Event description:
Caller alleged imprecision with inratio2 meter. Results as follows: date: (B)(6) 2012, inratio2: 1.1; 1.8. Time between testing: 1 hour. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.